Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter confirmed audible tones were present upon battery insertion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint of a blank display screen could not be confirmed or duplicated on investigation. The pump powered on normally to the verify screen with functional audio-visual alerts. Unrelated to the original complaint, investigation revealed the following: the display screen was dim, fading, and discolored; the battery compartment was cracked; the ok keypad button was unresponsive and there was contamination under the ok and down arrow button contacts.